Event description:
Per the audiologist's report on january 30, 2008, the pt reportedly hit her head (date not reported) and then was unable to hear with the cochlear implant system. Exchanging externals and reprogramming the sound processor did not resolve the problem. The result of an integrity test thereafter were consistent with malfunction of the receiver/stimulator. Explant/reimplant surgery is scheduled.

Manufacturer narrative:
Labeling- this type of event is addressed in the device labeling.